Manufacturer narrative:
One fluid management accessory was received for evaluation. Visual analysis of the returned device revealed that there was no visible damage noted to the pressure sensor, its cable or its connector. The pressure sensor was received with the cord cut and the console connector end was not returned. Therefore, it was not possible to test whether the pressure sensor could connect to the console. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a symphion fluid management accessory device was used on a symphion resection procedure performed on (B)(6) 2017. According to the complainant, during the procedure set up, the machine displayed a pressure sensor test failed alarm. The procedure was completed using another fluid management accessory device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a symphion fluid management accessory device was used on a symphion resection procedure performed on (B)(6) 2017. According to the complainant, during the procedure set up, the machine displayed a pressure sensor test failed alarm. The procedure was completed using another fluid management accessory device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.